Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse determined that the compressor was causing the autofill alarm issues and replaced the pump assembly. Subsequently, fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) experienced an autofill failure. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) experienced an autofill failure. There was no patient involvement, and no adverse event reported.